Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer's mother reported the string broke off two tampons upon removal, leaving the tampon inside the body. The tampons were manually removed without the need for medical assistance.